Event description:
Severe pain [pain]. Rash all over body [rash generalised]. Itching on her thigh [pruritus]. Flushed face [flushing]. Case description: spontaneous report was received on 06-jun-2012 from a (B)(6) female pt, initials (B)(6), with chondromalacia and arthritis of both the knees. The pt's medical history was not provided. In (B)(6) 2011, the pt initiated treatment with synvisc-one (hylan g-f20) injection in one knee and one to two weeks later in the other knee. The lot number of synvisc-one was not provided. On an unspecified date, in 2011, the pt experienced severe pain, rash all over body, itching on her thigh and flushed face. The pt received cortisone injection in (B)(6) 2011 and another in (B)(6) 2011 for severe pain. Action taken with synvisc-one treatment was not provided. On unspecified dates, the pt recovered from all the events. Concomitant medications were not provided. The intensity for the event of severe pain was assessed as severe. The intensity for the events of rash all over body, itching on her thigh, flushed face was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 07-jun-2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirements to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.